Event description:
Covidien received info that during testing, the touch screen on the ventilator was unresponsive. The device was not in use on a pt when this event occurred. The covidien customer support engineer (cse) verified the malfunction.

Manufacturer narrative:
Covidien reference # (B)(4). Further investigation and repair on the unit is being performed.